Event description:
It was reported that the device had been programmed off due to the patient's condition. The patient is sick, in the hospital, and is dnr. There had been oversensing of noise. Also, the patient was in ventricular tachycardia but the device was not providing therapy. Technical services suspects this is due to the ventricular rate being less than the rate cut-off for therapy.